Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100637341, model/catalog description: reservoir flat iz 100 ml, d4 unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient had previously undergone implantation of an inflatable penile prosthesis (ipp) and presented with instability. He stated that only the glans engorges while the shaft remains flaccid, with loss of sensation in the glans. The patient reported no erectile function and no use of medication. He requested a list of physicians experienced with the ams 700 implant, noting that his current insurance plan does not include such specialists. The ipp is currently implanted. There is no additional information reported.